Manufacturer narrative:
The event is currently under investigation and a root cause has not yet been determined. A supplement report will be filed at the close of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that during a procedure on the artis zee floor system, the patient urinated on the table. The operator heard a loud pop and saw smoke. The system was turned of via the emergency off switch and the procedure could not be continued. There was no impact to the state of heath of the patient involved.

Manufacturer narrative:
Siemens has completed a thorough investigation of the reported event. It was determined that fluid did enter into the interior of the patient table at a gap in the cover to the table base. To prevent fluid from entering at this spot, a corrective action was already introduced to affected customers. With this corrective action, this gap is closed and is preventing fluid from entering. This action was been reported to the FDA with the following report number: 2240869-07/02/15-0021-c.